Event description:
The patient reported a false positive result with the ID now covid-19 assay on (B)(6) 2022. Confirmation pcr testing and antigen testing was performed on the same day. Both tests generated negative results. The patient reportedly showed no symptoms. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
PMA/510k: similar to 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.